Event description:
The facility's tech reported an infusion pump with an 810:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during pt use. There was no pt injury or medical intervention during failure. Baxter requested specific pt info regarding whether medication was being infused, infusion rate, volume to be infused, bag or syringe use, tubing, but no add'l info was available.